Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a prechamber ped. (Part # fv035t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the valve was not able to be adjusted. The patient underwent a revision procedure performed on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Patient data: age: 8 months; weight: 5 kilograms (kg); height: 60 centimeters (cm); gender: male. Same event as medwatch-no.:3004721439-2022-00248.

Manufacturer narrative:
Manufacturing and quality control data the pediatric prechamber was manufactured by a qualified employee on october 2021. Deviations during assembly did not occur. The product was finally tested as article fv035t and released for packaging and sterilization and was sterilized by miethke. All tested parameters were assessed according to specifications. Visual inspection the following observations were made during the visual inspection: - no abnormalities detected. Permeability test the test showed that the pediatric prechamber is permeable. Results based on our investigation results, we cannot determine that there was a malfunction in the reservoir at the time of our investigation. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.